Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The measurable dimensions of the broken reamer tube were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength, and structural stability. The values were in compliance with ao/asif specification and with the international standard. The broken surface shows no irregularities, what indicates material conformity to the specification as well. No product fault could be detected. No details to the reaming procedure are known therefore the exact cause for this damage is undetermined. However, we found clearly visible stress marks at the tube which let us assume that the reamer tube was not properly aligned with the screw and that finally a mechanical overload by an excessive metallic contact caused the breakage. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The reamer tube broke, all broken fragments were retrieved. This is 1 of 1 report for complaint (B)(4).